Manufacturer narrative:
Device evaluated by manufacturer: the software analysis was completed and they were unable to determine the probable cause of the reported issue because the behavior could not be replicated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating that the system has worked without issue in recent cases.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9735585, version #: (B)(4). No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a catheter placement procedure. It was reported that the health care professional (hcp) felt 1 cm off when navigating. The hcp did not state in which direction they felt off. The hcp continued the case using but not relying on navigation. There was no delay in the procedure. No impact on patient outcome.